Event description:
The customer reported the system displayed a generator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller card. System operates as intended.